Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material was a rubber from a water tank. However, a definitive root cause for the foreign material was not identified. The instructions for use states the detection method associated with the event in "cf-hq1100dl/I operation manual chapter 3 preparation and inspection.¿, and preventive measures in the "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope." Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the nozzle clogged with rubber foreign material. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrointestinal videoscope had partial obstruction in red/black channel (nozzle). The issue was found at reprocessing. There were no reports of patient harm.